Manufacturer narrative:
A device history record review was completed for provided material number 303129 and lot number 240903. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, four (4) picture samples and the affected physical sample were received for evaluation by our quality team. Through examination of the sample, a drop of epoxy (the glue used to join the cannula to the hub) was observed on the hub surface. In the epoxy drop, there were some green plastic particles observed. These particles have been identified as rack powder. This issue occurred during the assembly process when the adhesive is added to the hub, due to some temporary stoppage in the process or malfunction of the epoxy dosage machine. Consequently, a higher dosage of epoxy was added. The green particles are powder from the rack coming from the assembly process. To move the pieces through the assembly process, needles are in placed green plastic racks. Due to friction between the racks and the machine rails, plastic powder could be produced. In this case, this plastic powder ended up on the epoxy drop located on the cannula hub. Based on the preventive measures in place, our stringent sampling inspection, and our cleaning program, we are confident that the probability of this defect is very low with an unlikely chance of recurrence. Bd keeps the particulate matter to extremely low levels due to the stringent preventive measures in place. The entire assembly and packaging process takes place in an environmental controlled room where good manufacturing practices are followed. Further action has not been determined necessary at this time. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd conventional needles, needle with foreign matter in cannula. The following information was provided by the initial reporter: when opening the package, it was found that there was a foreign body in a cannula.